Manufacturer narrative:
B3: date of event - populated with updated date of event. B5: describe event or problem - updated.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. On an unknown date post procedure, the patient experienced a tia. The patient was unable to talk for five to ten minutes and experienced right-hand tingling. A transesophageal echocardiography (tee) was performed, and the patient was negative for thrombus. A magnetic resonance imaging (MRI) was performed to help diagnose the tia. No further patient complications were reported. It was further reported that the tia occurred six days post index procedure. The MRI performed two days later did not show any findings. No further treatment was performed to treat the tia. The patient fully recovered and was discharged home three days after the tia occurred.

Manufacturer narrative:
B3: date of event - estimated as the date of the implant as the date the tia occurred is unknown.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. On an unknown date post procedure, the patient experienced a tia. The patient was unable to talk for five to ten minutes and experienced right-hand tingling. A transesophageal echocardiography (tee) was performed, and the patient was negative for thrombus. A magnetic resonance imaging (MRI) was performed to help diagnose the tia. No further patient complications were reported.